Event description:
It was reported that during the administration of the therapy, the patient reported pain in the arm with redness at the site of insertion of the central venous catheter. The patient had already undertaken multiple cycles of therapy through the same catheter without reporting any complications. Control dressings were performed weekly as specified. Visual examination of the removed device discovered a catheter rupture at 9 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the patient had implanted a PICC catheter on (B)(6) 2024. Following clinical evaluation, a vascular ultrasound was performed to check the status of the catheter and vessel. The investigation had shown such alterations that it was necessary to remove the catheter. On visual examination of the removed device, a rupture of the catheter at 9 cm was found. After removal, a midline peripheral venous catheter was placed to continue the therapy, which had been delayed by about 1 hour.